Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6) 2011: MRI = there is mild faint high signal intensity present on t2 and flair involving the medial left temporal lobe and left pulvinar of the thalamus. This is of uncertain significance. Given prior more distal left pca distribution infarct, this might be on that basis. T2 hyperintensity in left pulvinar, left medial temporal lobe after status resolution. Embolic protection: emboshield nav 6. There was no reported product deficiency. Seizures, tia, visual disturbances, hypotension and neurological events are listed in the product instructions for use as known potential adverse effects. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that after stent deployment of the xact stent in the left internal carotid artery, the patient experienced hypotension that resolved with a bolus of phenylephrine. The patient was thought to have had a transient ischemic attack (tia) with right inferior homonymous quadrantanopia. The tia was later determined to be a residual effect from an old stroke. There was no reported intervention and the event resolved immediately, but the patient was not discharged until four days post procedure due to social issues. Five days after the stenting procedure, the patient experienced a seizure that was controlled with medications (keppra, vimpat, dilantin). The patient continues to have mild residual aphasia. Although the computed tomography (CT) scan and magnetic resonance imaging (MRI) showed no evidence of a new stroke, the patients clinical presentation is suggestive of hyperperfusion syndrome. There was no additional information provided.